Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation.

Event description:
A peritoneal dialysis patient reported that his cap fell off during treatment and he acquired peritonitis. The patient's contact stated that patient developed an infection as a result of the tubing pulling from him. The patient stated that he was not able to complete treatment that night. He spoke with his pdrn who stated that missing one treatment was fine. The patient stated that he was doing well until he lost the end off his tube. He was seen at the clinic and they pulled 10lbs of fluid from him. Sample is not available for return.